Event description:
Customer reports to have received software error alarms which reset the date and time on insulin pump. Customer received alarms when attempting rewind pump and again when attempting a bolus delivery. After troubleshooting, customer requested to have insulin pump replaced. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).